Event description:
It was reported that the patient was experiencing discomfort at the surgical site. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not return due to facility policy.